Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was returned for investigation. Vyaire received solenoid manifold assembly p/n 18528-001 (B)(4). A visual inspection revealed no indications of damage, misuse, or contamination. The reported complaint was duplicated. Leak test was performed on high and low side ports according to procedure and was able to confirm excessive leakage at high side port 8. No external visible leaks were present when using liquid leak detector. High side purge solenoid s4 was removed and inspected finding no issues. Upon reinstallation, leak test was repeated and was found to be within specification. It was determined root cause of failure was due to o-ring on solenoid not properly seated.

Event description:
It was reported to vyaire medical that there was a leak on the high-pressure side of the ltv 2200 ventilator. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.